Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of system logfile didn¿t confirm the reported malfunction. Upon functional testing, the rse checked and found system software was corrupted. To resolve the reported issue, the fse visited onsite and reloaded software of main machine and xper touch screen. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.